Event description:
The customer reported being hospitalized after being involved in a car accident. The customer was the driver, and was wearing the insulin pump at the time of the accident, but the accident was not diabetes related. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.